Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Blood glucose level was 136 mg/dl. Replacement cable sent to customer. Reportedly the customer continued to use the pump for insulin therapy.